Event description:
The pt reported an increased level of stimulation, after walking through a metal detector. Pt went to an emergency room in order to have stimulation turned off.

Manufacturer narrative:
An advanced bionics representative will be meeting with the pt to analyze the functionality of the device.